Event description:
It was reported that the patient received multiple shocks for t-wave oversensing. The device also did not withhold anti-tachycardia pacing therapy for t-wave oversensing. It was further indicated that the r waves were measuring high at the time the inappropriate therapies were delivered. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.